Event description:
It was reported that prior to starting a da vinci si surgical procedure the monopolar curved scissors (mcs) instrument could not be advance through the cannula. The staff removed mcs and checked the tip cover accessory to make sure it was not onto the shaft of the mcs instrument. The staff was able to insert the monopolar curved scissors past the cannula tip. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.